Event description:
It was reported that device entrapment occurred. The target lesion was located in the moderately tortuous aorta. A 035/260/1 amplatz super stiff guide wire was used during transcatheter aortic valve implantation procedure. However, the guide wire was interlocked with the unknown device. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.